Event description:
Kimberly-clark received a report stating, ¿the nurse opened the sterile gown but the bottom of the package was already opened and not sealed.¿ kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. The sample was returned and evaluation identified that the bottom and top layers of the package were misaligned. No additional similar complaints involving this code have been reported, information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.